Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system could not transfer image acquisitions to the navigation system in the operating room (or). There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was reported that the application software of the imaging system was upgraded while on-site. The imaging system then passed the system checkout and was found to be fully functional. The logs for the imaging system were reviewed by medtronic personnel. The logs found that the imaging system sent a digital intercommunication of medicine (dicom) request as intended but did not receive a response, resulting in the reported issue. The software investigation concluded that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.